Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis: the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the complaint could not be duplicated with investigation. A review of the pump¿s history revealed a call service alarm 4 days prior to the date of complaint. The pump powered on per specification and successfully performed the priming sequence and 24-hour exercise test. Unrelated to the complaint, there was evidence of damage on the motor flex cable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted a call service alarm. It was reported that the battery was changed and this seemed to resolve the issue. No additional information was provided. The pump was unavailable to troubleshoot. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.